Manufacturer narrative:
Investigation is pending.

Event description:
The surgeon was performing a revision surgery on a 3 level case to extend the construct. The surgeon was unable to remove a screw. The driver tips bent. The assistant was able to remove the screw with the driver. There was no patient injury.